Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the ins had migrated/become dislodged. It was also noted they were experiencing pain and had been hospitalized, it was reported the issue was ongoing.